Event description:
I left home to go out with husband noticed my cgm was going low so started to treat the low with drinking soda and eating glucose tabs drank orange juice - 1/2 soda cgm dexcom 7 "trading" went from 109 to 70 to 65 to 55 to 48 my 40 glucose would not go up we're stuck on a traffic jam. Turned around went to hospital x cgm stayed low glucose 40 critical my husband kept reassuring me I was going to be ok felt tingly in legs and around my lips . Could have been hyperventilating. Cgm dexcom 7 said critically low for several hours made it to hospital where they checked vital and took urine and confirmed glucose was over 500 and that the cgm then came across when we got home that the sensor was experiencing technical issues and should be fixed in 3 hours even when we made home the meter was still showing low critical low. I literally felt like I was going to die the panic my husband was scared and so overwhelmed.